Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The suspect device was not returned to olympus for evaluation and a definitive root cause could not be identified. The reported problem of a b30 error code is a communication related error. Based on the available information, the investigation determined the possible causes of the reported problem as follows: 1.) Moisture or foreign material present on the electrical contacts of the scope connector. 2.) A deteriorated connection due to the failure of the unlocking lever, receiving the video connector, and an abrasion of the connector pin. 3.) A failure of an electronic component. As stated in the instructions for use, as a preventive measure for the above indicated possible cause 1, "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report of a "b30," scope communication error. There was no patient injury, associated with the problem, reported to olympus.